Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) zipfix application tools were found to be inoperative during preoperative inspection. These devices are damaged and don¿t latch as they should. The cutting levers did not fully engage in the locked position preventing the tensioner to activate. There was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 03.501.080, lot # 8731395: manufacturing location: (B)(4), release to warehouse date: 29.nov.2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation: the customer reported the cutting lever did not fully engage in the locked position. The repair technician reported the retaining nut and handle screw were loose. Loose component is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on 29-nov-2017 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. No service history review can be performed as part number 03.501.080 with lot number(s) 8731395 is a lot/ batch controlled item. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.